Event description:
In 2004 admitted with chest pain, card cath = lad 85% obstruction circumflex total occlusion. Three weeks later returned to hospital. Found to have stent thrombosis on card cath, restented with powersail stents (2) in lad.